Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). In addition, it was reported that the right atrial (ra) lead also exhibited oversensing. The rv lead and ra lead were both reprogrammed and remain in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.